Event description:
It was reported that the patient was experiencing pain at the lead site. The patient felt her leads were moving while she was pregnant and it ended up being painful. The pain was in her back. If the patient sat down she felt something would catch on her back. The patient found out she was pregnant in (B)(6) 2012 which was 3 months after she had already been pregnant. The patient was tired of the pain in her back and her leads moving that she just decided to have device taken out. The patient believed the health care provider took out both ins and leads but couldn't say for certain. The patient was supposed to see their healthcare provider about her device a few weeks after she found out she was pregnant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v583008, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
After additional review, the implant was removed because the patient was pregnant. It was noted that the patient loss weight and gained weight so much that it moved all the time and instead of going to get it fixed to where it was more secure the patient had it taken out. It was noted that the patient think it was more the leads that was moving.